Manufacturer narrative:
Unknown abutment screw. No lot number provided/known. Implant was returned with suspected screw fragment inside the implant.

Event description:
The doctor reported a fractured abutment screw inside the implant, attempts were made to remove the fractured screw fragment but was unable to remove. The implant was explanted on (B)(6) 2017. The fractured portion of the abutment screw was discarded and the lower portion of the abutment screw remains inside the implant. The patient has been rescheduled for a surgery procedure to replace the implant.

Manufacturer narrative:
A full osseotite implant was returned, visual inspection of the as received product identified a fractured piece of screw in the implant. The top portion of the screw was not returned. The lot number for the screw is unknown so the DHR could not be reviewed. The complaint was confirmed, as the bottom portion of the fractured screw was stuck inside the implant. A definitive cause could not be identified.